Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with a fingerstick glucose of 347 mg/dl and continuous glucose monitoring indicating elevated values; the user calibrated the ilet and glucose values trended downward without supply changes or backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention and resolution trending without hospitalization. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device malfunction identified and an unclear cause, with no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.